Manufacturer narrative:
H3. Pump: the returned device passed all testing in the laboratory and no anomalies were identified. Catheter: analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that they have been having issues with the pump. The patient stated that their liver enzymes were elevated, and they have a bile duct where they had to do a sphincterotomy before. The patient mentioned that they felt like when they bend over or in certain positions the pump was pinched up and hurts their groin. The patient also mentioned they have lost so much weight since having the pump implanted that the catheter was all over the place/moves around. The catheter will be over the pump or sometimes on the side. They had to stand on top of their head to get the pump to work and then itches. The patient mentioned a couple weeks to a month ago, they had a catheter dye study done with nura and but was not provided more information. The patient also reported numbness in their abdomen that spreads out to their groin and down their leg and itches sometimes too. The patient described a burning sensation in their thoracic area that reaches around the front of their chest. They think they hear a whirring mechanical, whooshing sound coming from the pump. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned that they were in the process of weaning their medication with the hcp to have the pump removed but they believe they need to do it quicker. Additional information was received from the healthcare provider (hcp) reporting that the pump pinched up/patient symptoms were because the patient lost weight and caused pain at the pocket site. Action/interventions taken to resolve the symptoms included having the pump explanted on (B)(6) 2025. The issue resolved at the time of this report.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (2000 mcg at 852.92201 mcg/day), bupivacaine (20 mg at 8.52922 mg/day), and unknown morphine drug (5.1 mg at 2.17495 mg/day) via an implantable pump for unknown indications for use. It was reported that the abdominal pump pocket was causing more pain compared to how helpful it was. Additional information received from the healthcare provider via a clinical study indicated that the patient wanted to taper from the pump for explant due to the pump site pain. Patient wants to continue to taper the pump for explant due to pump site pain

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.